Event description:
Customer reports a fiber leak on an unknown reuse number at the onset of treatment noted by a blood leak alarm. Treatment was continued with new disposables without incident. Estimated blood loss unknown. No pt injury or medical intervention reported.